Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion, which were confirmed during baxter's functionality testing, but was not reproduced during the evaluation. However, the ultrasonic sensor was replaced because it was found to be out of calibration

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device failed to identify an upstream occlusion. There was no patient involvement.